Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[hi please send the work order for 8100 infusion pump(sn: (B)(4) which does not recognise by pcu controller. Can we have a pick up at biomedical technology services, princess alexandra hospital, building 17 basement of spinal injury unit, 199 ipswich rd, woolloongabba, qld4102. Thanks you very much for sending the work orders.]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[hi please send the work order for 8100 infusion pump(sn: (B)(6)) which does not recognise by pcu controller. Can we have a pick up at biomedical technology services, (B)(6)hospital, building 17 basement of spinal injury unit, 199 ipswich rd, woolloongabba, qld4102. Thanks you very much for sending the work orders.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.